Manufacturer narrative:
Please refer to incident description (b5 field) for device evaluation.

Event description:
On july 30, 2024, the reporter contacted lifescan (lfs) japan, alleging that the onetouch verio vue meter does not turn on. At this time there was no indication that the device had malfunctioned or that the reported issue caused or contributed to an adverse event. On september 24, 2024, the returned meter was investigated by the product analysis team and the meter team principal engineer concluding a malfunction with the cause tracing to component failure. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.